Event description:
During lap chole the clip applier was placed on the cystic artery when it misfired. The surgeon was unable to fully close or open the applier. After several attempts he was able to remove the applier and a new one was supplied to him. Despite potential for serious ill effects, no harm came to the patient.manufacturer was contacted. Have not heard anything yet.